Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Feeder shoe. The device was returned for analysis in good visual condition. An attempt to fire the device was made and the device would not feed the clips. The device was disassembled to examine the condition of the internal components and the feeder shoe drive tab was noted to be damaged, 15 clips were found remaining on the clip track. It could not be determined what may have caused the finding.